Manufacturer narrative:
We have not received the device back. If it will be available for evaluation, we will create a follow-up report according to the investigation results.

Event description:
Gun not advancing arrow during case (meniscus repair). They were able to finish case with about a 10 min. Delay. No injury.